Event description:
It was reported that there was a lead warning for numerous episodes of high impedance on the lead. A device check also showed a variation in pacing threshold and pacing failure. X-ray showed a kink in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).